Event description:
During an lavh procedure, the flare on the cutting forceps detached and fell into the pt. The flare was recovered with no pt harm. Another like device was used to complete the procedure.

Manufacturer narrative:
The complaint is confirmed. The jaws are not broken, the flare is detached from the distal end of the shaft. The flare was not returned with the device. Jaw insulation is cracked and cut due to the jaws being retracted into the shaft with out the flare being in place. Conclusion: bond failure between the flare and the shaft.